Manufacturer narrative:
E1: patient city: (B)(6) patient country: france

Event description:
Reference number (B)(4). Event occurred in france it was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing cannula side. No further information available.